Event description:
It was reported that the patient was diagnosed with lead perforation. The patient had post-implant chest pain, and there was no capture and no sensing of r-waves. During repositioning attempt, the screw would not re-deploy. It was further reported that there was sensing difficulty and positioning difficulty. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) helix will not rotate due to dried blood in the entire length of the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined if this contributed to the inability of the helix to function correctly at the revision attempt; full lead analyzed.